Manufacturer narrative:
Sections with additional information as of 06-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause updated from "mlc-101: user used the wrong strip¿ to "mlc-055 user had poor technique-inaccurate reference".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-101: user used the wrong strip note: manufacturer contacted customer in a follow-up call on 13-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 185 and 146mg/dl. The expected fasting blood glucose test result range is 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a blood test was not performed by the customer (wrong strips). The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).